Event description:
A nurse called to report the customer was hospitalized for high bgs. Troubleshooting was performed. The pump passed the functional testing. The nurse stated that she does not have a tubing clamp to perform the high-pressure test.